Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of a solution administration set was damaged. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available. This is report 3 of 3.